Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown surgery from t12-l2. At an unknown time post-op, it was reported that the set screw loosened, therefore, the rod slipped out of the screw. Patient underwent a revision surgery to remove the loose screw/rod. No further details are known at this time.